Event description:
It was reported by a ge healthcare biomedical engineer that a cic pro system would display visual warning alarms and messages but would not produce an audible alarm. The specific type of alarm was not reported. The system was monitoring 12 patients. There were no reported patient incidents, injuries, or delays in treatment during this event. The system speakers were checked and replaced without any change in the situation. The alarm volume level was set at 60%. The system was rebooted using the safe-shutdown procedure and the issue was reported to be resolved. Ge healthcare's investigation into the reported occurrence is ongoing. A follow up report will be submitted when the investigation has been completed.